Manufacturer narrative:
Insulin pump passed displacement test, self test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No frozen screen and motor error alarm or drive/motor anomaly noted. The motor was tested outside of the device and passed. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had exposed to moisture. The customer¿s blood glucose level was unknown at the time of the incident. Customer reports the insulin pump had frozen screen and insulin pump did not deliver insulin. The insulin pump will not be returned for analysis.